Event description:
Sakura finetek europe notified sakura finetek USA on (B)(6) 2024 about the incident that occurred on (B)(6) 2024 at the customer site in germany. The customer reported that on the date of the incident, the customer using tissue-tek autosection automated microtome aligned a new block and cut it, then moved the blade and cut again without performing alignment again, resulting in a too thick section. The tissue sample was lost in this thick section. Due to loss of tissue rebiopsy is requested for the patient.

Manufacturer narrative:
Sakura finetek europe notified sakura finetek USA that a local sakura technical support visited the customer after the incident. The local technical support (engineer) performed checks on the unit, adjusted the blade clamping, and cleaned the unit followed by calibration. The technical support engineer performed a test cut on the unit without any issues and concluded that the unit was performing well and as intended. The technical support also mentioned that all the sakura blades have a wave m shape and based on the explanation that the customer moved the blade and then cut without a re-alignment of the block, the most possible root cause of the incident is of user error as the blade was a little higher at the place of the cut thus cut deeper in the material with the result of a thicker cut. The incident was further observed by the application support and they reported that from the information received it has become clear the customer had repositioned the blade in its clamping mechanism after which the section button was pressed. The instrument will accordingly move the chuck in the vertical direction towards the blade to create sections. Blades do not have a straight surface though are often due to the grinding technology somewhat m-shaped. This causes variation in the height of the blades, specification of 8.0mm +/- 0.2mm. This would imply a height difference of a maximum of 400um, though within a blade this difference would not be that much. Secondly, the paraffin in a block will expand due to heat. All these factors seem to contribute to the incident in the laboratory of having a thick cut and ultimately losing the specimen in the block. We do not have any further information on whether the rebiopsy was already performed or is scheduled for a future date.